Manufacturer narrative:
Per the srt, the cable, along with other wires, were found burnt up in the ccm due to a short in the heart lung machine (hlm).

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) local area network/interface board (lan/if) cable was burnt up. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician replaced the local area network / interface board (lan/if) cable assembly. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.